Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received unexpected restart alarm and button error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted. The insulin pump act and esc buttons did not respond due to moisture damage on keypad traces. Pump passed idle current test. Unable to perform run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify alarm due to button keypad anomaly. The insulin pump was received with cracked display window and cracked reservoir tube lip.